Event description:
It was reported that while preparing for an endoscopic retrograde cholangiopancreatography (ercp) procedure, the catheter appeared bent and the balloon would not inflate. The target lesion was in the bile duct. An extractor rx 12 - 15 mm had been selected to treat the target lesion. Following unpacking the device during prep, it was noticed that the catheter appeared "bent". The device was tested and the balloon failed to inflate. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as fine.